Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that inadequate stent apposition occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.75-3.0 x 44mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery. After a 6f non-bsc guide catheter was engaged and a non-bsc guide wire was advanced distal to the lesion, pre-dilatation was performed with a 2.5 x 8 non-bsc balloon catheter resulting to 50-60% residual stenosis. A 3 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, during deployment, it was noted that the stent would not fully expand so the physician deflated and inflated the stent delivery system (sds) again. This was done twice but the physician was still unhappy with the results. Subsequently, a 3 x 9 non-bsc balloon catheter was used for post-dilatation but the stent was still under expanded. A 2.5 x 20 synergy stent was then advanced and deployed across the 3 x 16 synergy stent, and a 3 x 32 synergy stent was deployed proximally overlapping the distal stent. Post-dilatation was performed with 2.75 x 15 and 3 x 15 non-bsc balloon catheters and angiography showed much better results and the procedure was completed. No patient complications were reported and the patient's status was stable.